Event description:
It was reported that during a lobectomy procedure, the device was non-functional. The max button would not work properly. Another device was used to complete the case. There were no adverse consequences to the patient. Two devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.